Event description:
It was reported from the panorama I study that the patient received in-appropriate shocks on the atrial fibrillation (af) episode. It was also reported that the shocks led to the patient having a huge physiological impairment. No actions were taken as the patient was in sinus rhythm at time of follow up and pr logic with svt limit was on. Follow-up conducted revealed that the patient's physiological impairment was receiving two painful shocks in the shower and now the patient is afraid to stay in the shower. Additionally, follow-up revealed no issues with the device, the patient has had valve operations and is on medication for high ventricle level of af; therefore, svt limit is not possible to "do more" in the ventricular fibrillation (vf) zone. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.